Manufacturer narrative:
B3: november 2025 was the month/year of the event, but the exact day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the pump failed to check syringe size. The cause of the issue was a faulty plunger cable, plunger printed circuit board (pcb) and potentiometer position sensor. The plunger pcb, plunger cable, and potentiometer position sensor were replaced to fix the issue.

Event description:
The device was returned because the pump didn't calibrate syringe position or size during testing while programming. The results of the investigation verified that the pump failed to check syringe size. There was no patient involvement.